Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported m30 balloon valve leak warnings occurred in step 5 of setup. The cycler was re-set with new supplies and fluid was not initially seen. The cycler was to be replaced due to the cycler alarms. The patient knew how to perform manuals. A peritoneal dialysis registered nurse (pdrn) reported on (B)(6) 2025 that a fluid leak had occurred on the last treatment completed on the cycler (on (B)(6) 2025). The patient continued to use the cycler after calling to have the cycler replaced and on the last treatment the patient tried to complete. The patient ended up canceling the treatment early. When the patient removed the cassette the patient fluid a fluid leak inside of the cassette door and on the pump module. Upon follow up, the pdrn confirmed the reported event. The pdrn stated on (B)(6) 2025 the cycler prompted with m30 balloon valve leak warnings during setup and an unknown phase and cycle of treatment, and treatment was cancelled. The patient stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient was requested to come into the clinic for fluid culture and prophylactic medication (levofloxacin, oral, 250mg, 3 rounds). The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported m30 balloon valve leak warnings occurred in step 5 of setup. The cycler was re-set with new supplies and fluid was not initially seen. The cycler was to be replaced due to the cycler alarms. The patient knew how to perform manuals. A peritoneal dialysis registered nurse (pdrn) reported on 02/28/2025 that a fluid leak had occurred on the last treatment completed on the cycler (on (B)(6) 2025). The patient continued to use the cycler after calling to have the cycler replaced and on the last treatment the patient tried to complete. The patient ended up canceling the treatment early. When the patient removed the cassette the patient fluid a fluid leak inside of the cassette door and on the pump module. Upon follow up, the pdrn confirmed the reported event. The pdrn stated on (B)(6) 2025, the cycler prompted with m30 balloon valve leak warnings during setup and an unknown phase and cycle of treatment, and treatment was cancelled. The patient stated fluid was noted during step 9 of treatment as the cycler door was opened and found fluid on the bottom of the cassette and in the pump module area. The cause of the fluid leak was unknown. The patient was requested to come into the clinic for fluid culture and prophylactic medication (levofloxacin, oral, 250mg, 3 rounds). The pdrn confirmed there were no symptoms, adverse events, or injuries requiring any other medical intervention required as a result of the reported event. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event and pending delivery of the replacement cycler. A replacement cycler was delivered to the patient and the patient has since resumed treatment using the replacement cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Teach pumps test passed. A post-accelerated stress test simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.